Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 29mm commander delivery system was returned fully inserted through sheath, with crimped valve on inflation balloon. The balloon was torn on ic bond, wings flared out at proximal end. No abnormality was observed on the valve. There were gouges on the flex tip. After valve was removed, fluid was inserted into inflation balloon through inflation balloon/crimp balloon (I/c) bond using a syringe , and leakage was observed on distal shoulder of inflation balloon due to a hole. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon leak, balloon torn, and difficulty or inability to withdraw system with valve through sheath were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. For the complaint of balloon leak, as reported, 'the 29mm sapien 3 valve was delivered to annulus but balloon wouldn't inflate. It appeared like the balloon was perforated'. Per imagery review, patient had significant calcification and tortuosity along the aorta and femoral arteries as well as calcification on the leaflets. Calcifications along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician advanced the delivery system, it is possible the inflation balloon negatively interacted with patient calcified vessels/leaflets and may have become punctured. Available information suggests patient factors (calcification) may have contributed to the reported event; however, a definitive root cause was unable to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor product risk assessment (pra) are required at this time. For the complaint of balloon torn and difficulty or inability to withdraw system with valve through sheath, per the complaint description, 'there was difficulty withdrawing the delivery system into the sheath. The team was only able to get most of the delivery system into the sheath, but the balloon wouldn't completely enter the sheath'. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a pra. As identified in the investigation, tortuosity in the access vessel can create non-coaxial withdrawal angles, resulting in the distal end of the delivery system along with crimped valve to catching onto the sheath tip. This is evidenced by the sheath liner bunching and inflation balloon bunching. As a result, it is possible that excessive manipulation was used to overcome the felt resistance and led to the subsequent tearing of the inflation balloon to crimp balloon bond. Available information suggests that patient factors (tortuosity) and procedural factors (excessive device manipulation due to withdrawal difficulty/non-coaxial withdrawal) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. Since no product non-conformances, labeling or IFU/training manual deficiencies were identified, neither corrective/preventative actions nor pra are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from a thv territory manager that during a tavr procedure, the 29mm commander delivery system balloon ruptured. As reported, the 29mm sapien 3 valve was delivered to annulus but balloon would not inflate. It appeared like the balloon was perforated. A new delivery system and valve were prepped. The 1st delivery system and valve were removed together. A new valve was implanted successfully and the patient did great. There were no other complications and patient was stable. The delivery system is available for return. It was clarified that there was no difficulty with valve alignment. Valve alignment was performed in a straight section. The patient had minimal tortuosity in the aorta and some tortuosity in the iliac artery. There was mild calcium in the right side access. There was difficulty withdrawing the delivery system. There was minimal calcium in the landing zone.